Manufacturer narrative:
The field service representative found the sample probe had a very small burr that was holding onto drops of water. He replaced the sample probe, confirmed adjustments of new sample probe, confirmed pump pressures, and rinse levels of rinse mechanism. He performed precision testing on several of the assays, all were within specifications. The customer ran qc with results within expected ranges. The investigation determined the service findings were the cause of the event.

Event description:
The initial reporter received questionable results for multiple assays for four patient samples from the cobas 6000 c501 analyzer. Patient 1 original ise indirect gen 2 potassium result was 3.8 mmol/l and the repeat result was 4.4 mmol/l. The original result was reported and then corrected. Patient 2 original creatinine result was <0.06 mg/dl and the repeat result was 1.10 mg/dl. The original result was reported and then corrected. This patient was a (B)(6) male. Patient 3 original ise indirect gen 2 sodium result was 217 mmol/l and the repeat result was 139 mmol/l. The original glucose result was 46.3 mg/dl and the repeat result was 83.9 mg/dl. The original calcium result was 0.988 mmol/l and the repeat result was 2.156 mmol/l. The original creatinine result was <0.06 mg/dl and the repeat result was 0.461 mg/dl. None of the results for this sample were reported outside of the laboratory and the sample order was cancelled. This patient was (B)(6) male. The electrode and reagent lot numbers and expiration dates were requested but were not provided.